Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). It was reported that pt stated they charged the implant last night like they always do once per week, and they got it charged 100% but the controller wouldn't turn off. Pt said eventually a notice popped up that said there was a "software malfunction" and to contact medtronic. Pt stated they couldn't get the message to go away or the controller to turn off and even tried charging the controller but nothing changed. Pt stated that this morning the controller was blank and would not turn on. Pt noted that their stimulation was off as well. Patient services specialist (pss) walked pt through removing the battery pack and plugging controller into the ac power cord; they confirmed that controller powered on and the implant was at 90%. Pt turned stimulation on. Pt inserted the battery pack and stated the controller still showed it was connected to power supply and the green light did not start flashing. Pt removed the battery and tried again several times but the controller did not register that the battery was inserted. Pt confirmed the battery was seated all the way into the controller and clicking into place. Pt inserted aa batteries into the controller and confirmed the controller powered on and resumed normal function. The issue was not resolved. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID m995402a001 lot# serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6) h3: analysis of the device, model # m995402a001, s/n (B)(6) revealed the complaint was unable to be verified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.